Event description:
In 2009, pt reported his blood glucose was 314 mg/dl when he woke this morning and he gave a correction bolus through his infusion device. Pt stated his blood glucose before dinner was 292 mg/dl and he attempted to deliver a correction bolus but infusion device displayed e4 (occlusion). Pt reported he detached infusion tubing, changed the infusion adapter, and attempted to bolus 10 units of insulin through the infusion tubing. He stated the infusion device displayed another e4 (occlusion). Reviewed causes of occlusions. Pt reported infusion set was possibly changed 3 days ago; is not sure as he did not write it down. He stated he does not change the infusion set every 2-3 days; states he was never told to do this. Pt's target blood glucose range is 80-120 mg/dl. Had pt bolus 4 units of insulin through the infusion tubing; infusion device displayed e4 (occlusion). Had pt remove infusion tubing and bolus 4 units of insulin through the infusion adapter; this was successful. Had pt attach new infusion set tubing and perform prime; prime was successfully completed. Pt reported he inserted a new infusion headset. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.